Manufacturer narrative:
A specific cause for the reported event could not conclusively be established through this evaluation. Thrombus was confirmed through the evaluation of the returned device; however, a correlation to the reported driveline infection could not be established. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange of (B)(6) 2016 was reported under medwatch MFR report# 2916596-2017-00094. The referenced pump exchange of (B)(6) 2016 was reported under medwatch MFR report# 2916596-2017-00093. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 2 months. The lvad was received, investigated with investigation results reported under medwatch MFR report# 2916596-2017-00094. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The postoperative course was remarkable for pump thrombosis that was initially managed medically. The patient also had an unreported history of driveline infection, and was treated with antibiotics. No additional information regarding the driveline infection was reported and the event date of the infection was estimated. Following admission for driveline infection, the patient experienced elevated lactate dehydrogenase, and an echocardiogram demonstrated evidence of pump thrombus. The patient underwent a pump exchange on (B)(6) 2016. The patient then presented to the hospital in early (B)(6) 2016 with worsening heart failure symptoms, worsening shortness of breath, and lower extremity edema. The patient had acute exacerbation of symptoms, most notably with worsening of creatinine and elevation of lactate dehydrogenase. The patient underwent a second pump exchange on (B)(6) 2016. After the second pump exchange, the patient experienced abdominal bleeding associated with scar tissue and adhesions that required surgical intervention. No additional information was provided.